Event description:
It was reported that during a transurethral ureteroscope ureteral laser lithotripsy procedure, after removal of some stones using a zero tip basket when the basket was about to be inserted inside the patient again, the entire basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of basket detached. Block h11: investigation results the zero tip basket was received for analysis. The media analysis shows that the sheath is bent/kinked at the distal section. A visual evaluation noted that the handle returned in good conditions, and the sheath was bent/kinked at the distal section. It was not possible to see the basket condition. An x-ray analysis was performed to review the sheath internally and there was evidence that the basket got inside the sheath. With all the available information, boston scientific concludes that the reported event of basket detachment was not confirmed. Analysis identified that the sheath was bent/kinked at the distal section. This could be related to handling and manipulation of the device; it is probable that an excess of force applied to the device such as operational factors during the use could lead to bent/kink the sheath. Based on the analysis results, since there is evidence that the basket was present inside the sheath, an investigation conclusion code of no problem detected was assigned to this investigation for the reported basket detachment.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that during a transurethral ureteroscope ureteral laser lithotripsy procedure, after removal of some stones using a zero tip basket when the basket was about to be inserted inside the patient again, the entire basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.